Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. During the evaluation of the trilogy ev300 ventilator, failed a system fco pre-test during testing. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) need to be replaced to address the issue. If any additional information is received, a follow-up report will be filed.